Manufacturer narrative:
The patient's weight was not provided. The device has not been received for evaluation. If information becomes available, a supplemental report will be submitted.

Event description:
Per complaint (B)(4) a patient's dental implant failed to osseointegrate. Pain and swelling were reported. The implant was removed.